Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple pauses were detected, due to loss of contact. Device will continue to be monitored for further loss of sensing. Device remains implanted. The patient condition is stable.